Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s friend/family member reporting that the patient¿s doctor was waiting on an au thorization to change out the implant battery. The caller confirmed this information and further stated that this was because the patient¿s battery was not completely dead. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were r eported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the shocking was not determined. On (B)(6) 2018 the rep met with the patient to interrogate the ins and found that all impedances were within normal range. The battery was to be replaced and was to stay in off mode until the replacement. It was noted that the ins was approximately 8 years old. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for chronic low back pain. The rep reported that the patient has had shocking in their pocket for the past 6 months, which has worsened over time. It was noted that impedances were normal. The rep also indicated that the patient did have a fall approximately 6 months ago. They stated that the patient is getting therapy, but also shocking in the pocket. The patient was with the rep and healthcare provider at the time of the call. Technical services discussed x-ray and fluoroscopy. No further complications were reported or anticipated.